Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 510 mg/dl, 336 mg/dl, 92 mg/dl, and 92 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.